Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component.

Event description:
It was reported that during procedure a zero tip was used. It was found that the wire was damaged and was separated and detached from the basket. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component. Block h11: the returned zero tip device was analyzed. During product analysis it was found one of the basket wires broken from the tip but not fully detached. The device was evaluated under magnification, and it was possible to see that one of the basket wires broken from the tip (not fully detached). Necking evidence was visible not being able to confirm the reported issue of basket detachment of device or device component since no detachment of the basket was detected. Additionally, the reported defect of basket detachment of device or device component is classified under the investigation conclusion code no problem detected, since after the tests performed on the returned device, it was not possible to identify this failure mode. A review of the device history record (DHR) was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the events of basket detachment of device or device component and basket wire broken were defined in the risk documentation and is documented accordingly. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Therefore, based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process.

Event description:
It was reported that during procedure a zero tip was used. It was found that the wire was damaged and was separated and detached from the basket. The procedure was completed with another of the same device. There were no patient complications as a result of this event.